Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01084 / 01086).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient's legal counsel further reported that necrotic tissue, fluid and a loosened acetabular cup were allegedly noted during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient's legal counsel further reported that necrotic tissue, fluid and a loosened acetabular cup were allegedly noted during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates the revision procedure performed on (B)(6) 2012 was due to pain and loose acetabular component. The patient's operative report noted loosening of the acetabular cup, white thick fluid, necrotic tissue, and fibrous tissue.